Event description:
It was reported by the aci sales professional that a patient underwent an interventional catheterization procedure on (B)(6) 2012. Access was obtained via a 7f sheath (unknown model). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the deployer who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the deployer was pulling the balloon towards the arteriotomy and the balloon ruptured. The device was removed and the patient was converted to less than 30 minutes of manual compression. It was reported that the patient was discharged from the hospital as originally planned (actual date was not provided).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1130706) indicated that the device lot met all established performance criteria prior to shipment.